Event description:
A physician reported disengagement failure of a codman disposable perforator (ID 261221) causing dural damage and brain contusion during surgery. Hemostasis was performed. It is unknown the manufacturer of the drill used with the perforator; if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. The perforator was used for a chronic subdural hematoma removal.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The disposable perforator (ID 261221) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye: anomalies observed were a heavily soiled unit and it had a slightly worn "eo" label. IFU testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.